Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: regarding the buttons not working, "we use the 24g but I can¿t do anything with the button ones.¿

Event description:
It was reported while using bd peripheral IV catheter insyte¿ autoguard¿ 20 gauge the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: regarding the buttons not working, "we use the 24g but I can¿t do anything with the button ones.¿

Manufacturer narrative:
Investigation summary: bd recently found a video on the social media platform tiktok criticizing a bd 20 gauge insyte autoguard device from an unknown lot. A physical sample or photo of the alleged defect was not provided outside of the video. The video was monitored and screenshots were captured of a few of the comments further criticizing the device. A review of the device history record could not be performed as the reported lot was unknown and could not be determined from the video or comments. Our quality engineer reviewed the tiktok video and determined that the creator was comparing a 20 gauge bd insyte autoguard device to a 20 gauge viavalve safety IV catheter. However, there were no visible defects found to the unit in the video as it appeared to be a stock photo of the device compared to a stock photo of the viavalve unit as well. Additionally, the creator of the video never actually mentions a defect with the device only criticizing it and stating that they didn't like the device. It could also be seen in the screenshots of the comments that other users were experiencing difficulties with the bd device stating that they were having problems with the retraction button and dull/blunt needles. However, since no failures could be identified in the provided video the engineer was unable to verify their claims or identify a definitive root cause.